Event description:
It was reported that during an unknown procedure, the clips were not forming completely. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.